Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Event description:
In this event it is reported that a vdw.silver reciproc stops during use while treating a patient. The device exhibited weak and intermittent stalling, even being fully charged. Device indicated insufficient battery power. No injury occurred.